Event description:
A report was received on an unspecified date from the USA indicating the screen was blank on the device during pt use.

Manufacturer narrative:
The customer support engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu) and downloaded software. The device passed all testing per MFR specifications. (B)(4).